Event description:
It was initially reported that the patient for the past year had been feeling stimulation in the right foot, toe, and leg. It was noted that the patient had neuropathy, burning in the legs. The patient stated, it felt like ¿putting toe in a socket,¿ but the patient associated it with her neuropathy. The patient had back surgery in 2011 and fell a lot after having the back surgery, including a fall on (B)(6) 2013. The patient had metal in her back and thought because of all of the metal she was feeling stimulation in her foot. As of a year ago, the patient had been unable to make it to the bathroom and had to wear a lot of depends. Supplemental information received reported that the patient¿s doctor noted, the cause of the event as the patient kept falling and complained of pain. A surgical intervention consisting of explant was noted due to complaints of pain with unit off and the patient wanted it removed. It was noted that reprogramming was tried several times. The patient outcome was reported as no injury.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID: 3093-28 lot# v249371, implanted: 2009 (B)(6), product type lead. (B)(4).